Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing a much lower fill estimate than caller expected on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, requested email with cartridge load resources, and was advised by technical support to call back for troubleshooting if problem occurred again, which caller acknowledged.